Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that the tips of the mega needle driver instrument would not close. The procedure was completed with no reported injury. Isi followed up with the da vinci coordinator and obtained the following additional information on (B)(6) 2021: the instrument would not close, and it was unable to be use. It didnt cause a delay and the damage was notice at the beginning of the case. No further issues was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing from the distal end. This failure affects the opening and closing function of the instrument.